Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had not infused the accurate amount of medications for the patient, which was propofol. The nursing staff changed over to a new pump and set the current pump aside. The patient was assessed and no negative effects or incidences noted. Report from off going nurse indicated that album25% was infusing at 12.5ml/hour all day. It was hung at about 1000 and should have been completed. Instead the volume in the bottle was about 30ml+. The tubing was all sucked down on itself but no alarms were going off and the pump acted as if it were infusing properly at the 12.5ml/hr rate. The correct vented tubing was in use. The pump was removed from the room and the intravenous (IV) tubing changed. The biomed was unable to recreate the problem or find an issue with the pumps. The event happened during deliver at the intensive care unit. There was patient involvement but no patient injury related to this event. No additional information is available.